Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer stated that they had strong smell of insulin when they changed the reservoir. Customer stated they noticed moisture in the reservoir compartment. Customer stated insulin pump had crack on the back and retainer ring around reservoir had chipped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.